Event description:
IV site noted to be leaking IV fluids. Nurse assessed site and discovered cannula portion of IV catheter missing. Was able to palpate pt's arm distal to site and feel object approx size of cannula. Appropriately reported to supervisors and physicians. Cannula removed from pt by radiologist in specials procedures room. Pt experienced no other difficulties related to the IV cannula.